Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 10/4/2018. Is other serious: uncheck, is required intervention: check, explantation date: 12/18/2018. The patient will undergo removal and replacement on (B)(6) 2018 with unknown breast prostheses. (B)(4).

Manufacturer narrative:
Additional information received indicated the patient experienced bilateral deflation and underwent removal and replacement with unspecified breast implants. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with a mentor smooth round spectrum 475cc saline prosthesis experienced spontaneous deflation on the left breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
Additional information received on 2/18/2019 indicated the replacement device for the right side was a saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4), lot number 7627665. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).